Event description:
It was reported that the programmer had a broken screen, broken carrying handle, broken modem box cover and broken diskette. It was further reported that a software version did not permit updates, that the programmer remained hung up with the screen white or that it would shut off by itself when turned on. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. It was also noted that the head label backing was missing. Product ID: 2090w programmer. (B)(4).